Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported the during the implant attempt of the atrial lead, difficulty with lead manipulation was encountered due to patient anatomy. The lead buckled at the insertion point after removal of the sheath. The lead was not used and a new lead was implanted. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.